Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. It would fire the clip but the clips were falling off the tissue. They examined the clips and they were formed properly. A new device was pulled and used to complete the procedure. There was no pt impact.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.